Event description:
The doctor could not close the grasper to remove it from the trocar. When he tried to remove it, the tip of the grasper broke off from the handle. The doctor noticed a fragment of metal from the grasper. Both the tip and fragment were removed. An x-ray was taken to determine there were no other fragments of metal.